Event description:
The customer stated she was hospitalized for high blood glucose levels. The blood glucose level was not reported. The customer also stated she got a no delivery alarm the day prior to the hospitalization. The customer declined troubleshooting during the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.